Event description:
An aq2010v lens was implanted. After delivery the md noted it was deamaged requiring removal. No patient injury was noted. The md explained that he beleived the injector was resterilized too many times and that the cartridge and the lens seemed fine. It is unknown if the injector malfunctioned.